Event description:
Customer reported during pain case, hv cable came loose from weldment penetration. Cases continued. No patient injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.